Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused a single use product which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of the peritonitis, the patient was hospitalized for the event. The same day, the patient was treated with amikacin injections 250 mg in bags one and three (frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from this peritonitis event and was reported to be doing well. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.